Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown unk - end cap osteomyelitis/unknown lot number, UDI: unknown part number, UDI is unavailable. Unknown if device is/not expected to be returned for manufacturer review/investigation. (B)(6). This event resulted in non-union as well as deep infection, requiring implant removal. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) female went to the emergency room (B)(6) 2015 with complaints of left leg pain. It was determined the tibial nail hardware had broken. She had pain for 5 days and now unable to bear weight. It was reported the patient had a fall and sustained a left lower leg distal fracture treated initially with an open reduction internal fixation (orif) (B)(6) 2014, and complicated by osteomyelitis. It was reported the procedure took over 62 minutes. The patient had two separate courses of IV antibiotics for six weeks and several debridements. She was returned to the operating room for a wash out due to the infection. The patient is currently under- going chemotherapy with daily nilotinib. A bone scan on (B)(6) 2015 revealed cellulitis of the distal calf/ankle. The x-rays on (B)(6) 2015 revealed the distal portion of the intramedullary rod and one interlocking screws were fractured. There was associated soft tissue swelling of the lower leg and ankle. The patient was diagnosed with an infected non-union and broken left tibial. On (B)(6) 2015, the patient underwent incision and drainage (I&d), removal of deep implant, excision (partial diaphysectomy and excision of osteomyelitis) left tibia, and application of external fixator to left ankle. The patient was discharge to rehab on (B)(6) 2015. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown end cap (intact). Event date unknown for infection, non-union and patient symptoms. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information from patient medical records was received by synthes on (B)(6) 2016. It was report that the patient underwent a left leg incision and drainage procedure on (B)(6) 2015. During a follow-up doctor's visit on (B)(6) 2015, the patient was undergoing antibiotic treatment (cipro 500mg twice daily) and was fully weight bearing. This report is for one unknown end cap (intact).